Event description:
The surgery was done with the three hole plates of captured hip screw system. The doctor use 5.0mm canulated screws by mistake during surgery. A 4.5 mm cortical screw are supposed to be used in this case. The doctor is currently observing the pt's condition and the time of non-weight bearing will be extended.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.